Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. Additional information was requested. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed about an incident that occurred while operating the artis q floor system. During a procedure, the cardiologist requested activation of the code blue team after the patient experienced a sudden deterioration following placement in the supine position. Cardiopulmonary resuscitation (CPR) was administered; however, the patient subsequently passed away. Siemens requested additional information regarding this event. At this time, a relationship between the patient¿s death and use of the device has not yet been established.